Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced low blood glucose of 40mg/dl by the time the paramedics arrived a day after her back surgery. The customer believes that her blood glucose dropped due to the anesthesia and antibiotics. The customer was taken to a medical center and her blood glucose was 20mg/dl at time of her admission. No further information was provided.